Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2013 by conceptus in the united states and transmitted to bayer (B)(6) on (B)(6) 2014. The report refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and three months after insertion it was found that the devices were asymmetric and very distant from each other, four years later, it was found right and left insert had migrated - probably double perforation, and pt got pregnant (device ineffective). No info was given on pt's history, past drugs, concomitant medication and concurrent conditions. In july 2009, the pt had been fitted with essure. Batch number was unk by reporter. After fitting without difficulty, the surgeon performed control x-ray three months after insertion (october 2009) that he considered as good. On the radiograph, left insert was straight, fourth marker was in abnormal position, the two insert's shape was not symmetric, and distance between the two proximal parts was above one insert's size (size of one implant 4 cm, that is average uterus size). The pt was seen four years later, pregnant. A new radiograph performed at the time of pregnancy showed right insert had migrated because it was not in a correct position, and left insert had also migrated as it was not in place, it probably was a double perforation that should have been seen at three months control x-ray. No other info was available. Reporter did not assess device-event relationship. Follow-up info received on 04/07/2014: pt's info was added. The pt had 2 previous pregnancies. She did not have ectopic pregnancy, elective abortion, c-section and previous gynaecological intervention. She is gravida 2 and para 2, but spontaneous abortion was reported as historical condition. There was no uterine anomaly prior to insertion. On (B)(6) 2012, essure was inserted. Insertion was performed during follicular phase. The visualization of tubal os was difficult; ostium was not seen. It was a little bit difficult on the left side. Fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. The pt complaint after the placement of essure. She experienced abdomino-pelvic pain for 3 weeks and she received sedative the next day. Identification at the time of essure confirmation test was done. There was work stoppage for 3 weeks. On (B)(6) 2013, incorrect essure position was diagnosed on ultrasound, x-ray and laparoscopy. Perforation was bilateral. No organ or intra-abdominal structure was perforated. Perforation occurred with coil after deployment. If left tube occurred complete perforation, essure was between uterine horn and caecum. On (B)(6) 2013, essure confirmation test was done by x-ray and ultrasound. The first confirmation test did not confirm tubal occlusion. The pt was advised about essure effectiveness based on the result of confirmation test. On (B)(6) 2013, essure was removed via laparoscopy. Essure was not removed because of pt request. It was medically necessary. No pathology results, signs of infection and inflammation were reported. The pt recovered. No further info will be available. Case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction of 15-apr-2014: following internal review, it was noticed that initial narrative's header is incorrect. The conceptus unit which forwarded the case was from (B)(6). Internal correction from 15-apr-2014 following case review: the event device ineffective was added. Follow up 23.jul.2014: follow up information received from the gynecologist who confirmed that patient was not pregnant. The events previously reported pregnancy and device ineffective were deleted from this case. No further information will be available. Case closed. The reported medical events are known possible undesirable effects and product technical complaint investigation and final assessment were received on 25-jul-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." Medical assessment: the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. Additionally, pregnancy may occur during any contraceptive use. Lack of effectiveness is not necessarily indicative of a quality defect. The case reported device difficult to use which was due to visualization difficulties. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bilateral complete perforation. Essure was surgically removed (laparoscopy) and she recovered from this event. The reported event was considered serious due to medical importance and is listed according to reference safety information for essure. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement). In this particular case given the reported event's nature it was considered as related to essure therapy and due to the required intervention regarded as an incident. In addition the non-serious event the insertion was difficult was reported. A product technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.